Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead system exhibited loss of capture and noise with oversensing that lead to pacing inhibition. Impedances were stable at 700 to 800 ohms. The noise and oversensing were able to be reproduced with isometrics, and noise was also reproduced with tapping over the generator. Asystole greater than two seconds was observed; the patient did complain of some dizzy spells, but did not have any syncopal events. Surgical intervention was performed and the generator and rv lead were explanted, and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the proximal portion of the rv lead was evaluated by the physician and no insulation damage was noted. The lead was actually surgically abandoned (not explanted). It was anticipated the generator would be returned. No adverse patient effects were reported.